Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced temperature elevation and minimal sputum production. It was reported that sputum culture and susceptibility (c&s) swab came back positive. No further information was reported.